Event description:
I started having effects after the essure was placed and had to have the essure removed (B)(6) 2014, I noticed cramping, pain, nausea and vomiting, dizziness, headaches, and bleeding continue 3 to 6 months at a time non-stop, I am still having problems after the essure has been removed.